Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was staying flat; therefore, a surgical procedure was performed to remove the device. There were no patient complications reported.